Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that the device does not function. It is further reported that an inspection by technical services found that the unit displays a bright green image on the display screen. The camera allegedly has a prism error. There were reportedly no adverse consequences.